Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6), batch/lot number: 7158081, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-1216 serial number: (B)(6), batch/lot number: 775671, model/catalog description: wavewriter alpha 16 ipg kit, unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient experienced loss of relief due to the spinal cord stimulator (scs) leads had migrated. Scs lead migration was due to patient weight loss. The patient underwent a scs explant procedure, was doing well postoperatively and the explanted devices were disposed of by the facility.